Event description:
Dear sven this unit alarmed with tf 246018 and as you can see in the attached pictures the screen became white , after a restart the unit boot up normally . In our observation we found that the pink 24 v connector was not locked from some reason . And we have locked it securely in place . This action didn't solve the white screen issue , only after we have replaced the control board & esm together for a donor unit for reverence the problem was solved . Please advise what part in your opinion can cause this problem esm or mainboard ? Br lior.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction can lead to a delay in the therapy. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the embedded sys modul board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.